Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery in 2010 and an mesh product was implanted. It was reported that the patient underwent removal surgery in 2017. It was reported that the patient experienced constant pain, yellow stool, burning, loss of appetite, sweating and passing out. No additional information is provided.